Event description:
A peritoneal dialysis pt has reported that he had been diagnosed with peritonitis sometime in (B)(6) 2009 or (B)(6) 2009 but he cannot remember the exact time and his doctor could not figure out why. A call was placed to the facility that provides the ongoing care of the pt. It was confirmed that the pt had peritonitis, however, no further detail was provided. The rn also reported that there was no specific report of a problem reported to her with use of this product. There is no sample and the lot is unk. It was also reported that the pt had recovered.

Manufacturer narrative:
(B)(4);. (B)(6).